Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tha surgery was performed on (B)(6) 2018 with reported cement (implants were another manufacturer¿s product), and the surgery was completed with no problem. Then, it was reported that the cardiopulmonary arrest occurred the right after the surgery, then the surgeon applied cardiac massage. After 10 min., the patient¿s condition was improved and got stable. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. Review of the device history records did not reveal any non-conformance's. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history reviewed: no non-conformance's on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0 complaints received by cmw in the last 12 months for this issue. By product code: 1. By product family: 5 (4x smartset ghv, 1x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.